Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. During use, the autopulse platform stopped compressions after about one minute. The customer reported that the autopulse platform did not display any advisory or error messages. No further information was provided. Patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) stopped compressions was confirmed during archive data review but not during functional testing. A review of the archive data showed that the autopulse platform had stopped compressions multiple times during active operation due to user advisory (ua) 02 (compression tracking error) and ua17 (max motor on-time exceeded during active operation) around the customer's reported event date. Later, the platform displayed several ua18 (max take-up revolution exceeded) advisory messages with no compressions. These advisory messages were not replicated during functional testing performed at zoll. No device malfunction was found, and the autopulse platform functioned appropriately and as intended. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform passed the initial functional test without any fault or error. During further testing, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 15 minutes. The platform passed the test without any issues, and the customer's reported complaint was not replicated. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.